Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the large bowtie glenoid reamer broke while reaming the glenoid. Fragments were generated and were retrieved. The large blazer fused onto the cannulated handle. There was no mishandling of the product before or after assembling the two items. There was about a 20 minute time delay to try to remove the blazer from the cannulated handle. There was no patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "it was reported that the large bowtie glenoid reamer broke while reaming the glenoid. The large blazer fused onto the cannulated handle. There was a delay in case. No harm to patient¿. This complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. See attachment "(B)(4) device photo ad 12 jan 2025" the photo investigation revealed that ¿620560050, glenoid reamer bowtie l¿ has broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the glenoid reamer bowtie l would contribute to the complained device issue. Based on the investigation findings, glenoid reamer bowtie l was broken because of unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.